Manufacturer narrative:
Eval summary: no devices were returned for eval with the complaint; therefore the condition of the devices is unk. The cause for the reported issue cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt was diagnosed with right knee arthrofibrosis and her knee was manipulated under anesthesia.